Event description:
The initial reporter complained of calibration and qc issues with elecsys hcg+ss (hcg+ss) on a cobas e 411 immunoassay analyzer and questioned patient results tested for hcg+ss. The medical team noticed several results trending low and repeated an unspecified number of patient samples. The customer provided an example of discrepant results for 1 patient sample: the initial result was 230.6 miu/ml with a data flag. This result was reported outside of the laboratory. The repeat result was 312.9 miu/ml with a data flag and was believed to be correct. The hcg+ss reagent lot number was 551036. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the sample/reagent probe and ran instrument performance testing with passing results. Calibration and qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
The reagent lot expiration date was 31-oct-2022. The customer's calibration data from (B)(6) 2022 and 09-mar-2022 was acceptable. The customer did not provide any qc data from prior to the event. The customer stated qc was acceptable. No issues were identified during review of the alarm trace data. Although a specific root cause was not identified, the service actions of replacing the sample/reagent probe tubing appears to have resolved the issue.